Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system did not recognize the maryland bipolar forceps despite troubleshooting. It was resolved by replacing the instrument with a backup. The procedure was completed with no reported injury.